Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was intermittent ventricular sensing and no atrial sensing, consistent atrial capture could not be confirmed, and there were some instances of functional non-capture in the ventricle. The atrial lead was repositioned, and the ventricular sensing issue was resolved by programming changes. The leads remain in use. No further patient complications were reported as a result of this event.